Event description:
Additional information: it was reported that the incision opened and was revised twice on (B)(6) 2011. Symptoms were noted as incisional wound opening, pocket erosion, drainage. No cultures were obtained. Patient was treated with both IV and oral antibiotics and a total device system explant was done. Outcome was noted as infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model #8709, lot#n096490005, implanted: (B)(6) 2007, explanted: unknown.

Event description:
It was reported that after the patient had a pump replacement, there was bleeding from the pocket. Patient went to the hospital; patient has a clotting disorder. Per reporter there was a tremendous amount of bruising, and a lot of blood in her abdomen which caused the incision to keep opening. Two weeks after reimplant, patient went back into surgery - (B)(6). They opened, cleaned and closed her back up. Two weeks later, the incision appeared to be closed. After that, the incision started bleeding again; another revision was done. The wound was cleaned; possible infection; antibiotics were given to the patient. Per reporter the surgery was 2 months after pump replacement. It was noticed there was now a small hole and it was draining again. Patient went to hcp office for refill and possible infection. Patient was still working with her hcp. Hcp was considering removing the pump. It was noted that the pump has worked so good for her pain. Additional information has been requested, but was not available at the time of this report.